Event description:
The manufacturer received information alleging a patient experienced a lamp indicating connection to ac power was not illuminated while using a trilogy evo o2 ventilator. There was no report of harm or injury to the patient. The sales rep states the issue was resolved by replacing the ac power cord alone, assuming there could have been disconnection in the ac power cord, therefore the device was not retrieved for investigation/repair. A good faith effort attempt will be made to retrieve the device. If the device is returned and upon evaluation of the device a additional issues/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date.